Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating the tubal muscularis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not ungergo essure conformation test". The patient's medical history included diabetes mellitus (type 1 diabetes), blood pressure high, psychosocial counseling, vaginal itching, difficulty sleeping, nausea, vomiting, diarrhea, frequency urinary, vaginitis, excessive thirst, seizure, bipolar disorder, inflammation, candida infection, discharge vaginal, pruritus genital, bleeding intermenstrual, vulval itching, suprapubic pain (suprapubic pain with intercourse.), dizziness, epilepsy, diplopia, asthma, arthralgia, pain in thoracic spine, giddiness, malaise, abnormal involuntary movements, chest pain, cervical pap smear abnormal, loop electrosurgical excision procedure and uterine rupture. Previously administered products included for an unreported indication: proventil, prozac, risperidone, simvastatin, necon, hydroxyzine, klonopin, lamictal and diovan. Concomitant products included insulin, insulin aspart (novolog), latanoprost and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: recurrent bladder infections"), vaginal infection ("vaginitis/recurrent vaginal infections") and tooth disorder ("dental problems,"). In (B)(6) 2016, the patient experienced retinopathy ("vision/eye problems, type: retinopathy"). In (B)(6) 2017, the patient experienced suicidal ideation ("psychological or psychiatric problems condition:suicidal ideation") and depression ("depression"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction : type: with nickel and randomly on my body"), pruritus allergic ("allergic or hypersensitivity reaction : type:itching when in contact with nickel and randomly on my body before essure removal"), urticaria contact ("allergic or hypersensitivity reaction : type: hives when in contact with nickel and randomly on my body before essure removal/face hived up") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced pelvic pain ("pain / pelvic cramping / severe stabbing pain/physical pain"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("lower back pain"), nausea ("nausea,"), fatigue ("fatigue/tiredness"), vaginal discharge ("vaginal discharge") and abdominal distension ("gastrointestinal or digestive system condition type: bloating/gassy"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), skin disorder ("skin issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), feeling abnormal ("I have been feeling like crap"), headache ("headaches"), ovarian cyst ("there was a follicular cyst"), vaginal haemorrhage ("I had some very light bleeding for 2 days when I supposed to have my periods"), hot flush ("hot flashes"), food aversion ("food aversions"), pollakiuria ("frequent urination "), pyrexia ("I've ran a hot temperature everyday/fever"), erythema ("swelling and redness in my face"), swelling face ("swelling and redness in my face"), eructation ("burping"), menstrual disorder ("not normal cycle"), abdominal rigidity ("slightly swollen and hard stomach"), cough ("peeing when I cough too hard") and mood swings ("mood swings"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, retinopathy, suicidal ideation, pruritus allergic, cystitis, vaginal infection, anxiety, alopecia, feeling abnormal, headache, vaginal haemorrhage, hot flush, food aversion, pollakiuria, pyrexia, erythema, swelling face, eructation, menstrual disorder, abdominal rigidity, cough and mood swings outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, allergy to metals, urticaria contact, nausea, tooth disorder, dyspareunia, fatigue, vaginal discharge, abdominal distension, depression, skin disorder, bladder disorder, urinary tract disorder, perineal pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cough, cystitis, depression, dysmenorrhoea, dyspareunia, eructation, erythema, fallopian tube perforation, fatigue, feeling abnormal, food aversion, headache, hot flush, menstrual disorder, mood swings, nausea, ovarian cyst, pelvic pain, perineal pain, pollakiuria, pruritus allergic, pyrexia, retinopathy, skin disorder, suicidal ideation, swelling face, tooth disorder, urinary tract disorder, urticaria contact, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: there is a left ovarian cyst measuring a 1.7 and appears simple. Bilateral essure coil are noted. Concerning the injuries reported in this case the following events were reported via medical record: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating the tubal muscularis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not ungergo essure conformation test". The patient's medical history included diabetes mellitus (type 1 diabetes), blood pressure high, psychosocial counseling, vaginal itching, difficulty sleeping, nausea, vomiting, diarrhea, frequency urinary, vaginitis, excessive thirst, seizure, bipolar disorder, inflammation, candida infection, discharge vaginal, pruritus genital, bleeding intermenstrual, vulval itching, suprapubic pain (suprapubic pain with intercourse.), dizziness, epilepsy, diplopia, asthma, arthralgia, pain in thoracic spine, giddiness, malaise, abnormal involuntary movements, chest pain, cervical pap smear abnormal, loop electrosurgical excision procedure and uterine rupture. Previously administered products included for an unreported indication: proventil, prozac, risperidone, simvastatin, necon, hydroxyzine, klonopin, lamictal and diovan. Concomitant products included insulin, insulin aspart (novolog), latanoprost and lisinopril. On (B)(6)2009, the patient had essure inserted. In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: recurrent bladder infections"), vaginal infection ("vaginitis/recurrent vaginal infections") and tooth disorder ("dental problems,"). In (B)(6)2016, the patient experienced retinopathy ("vision/eye problems, type: retinopathy"). In (B)(6)2017, the patient experienced suicidal ideation ("psychological or psychiatric problems condition:suicidal ideation") and depression ("depression"). In (B)(6)2017, the patient experienced alopecia ("hair loss"). In (B)(6)2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction : type: with nickel and randomly on my body"), pruritus allergic ("allergic or hypersensitivity reaction : type:itching when in contact with nickel and randomly on my body before essure removal"), urticaria contact ("allergic or hypersensitivity reaction : type: hives when in contact with nickel and randomly on my body before essure removal/face hived up") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6)2017, the patient experienced pelvic pain ("pain / pelvic cramping / severe stabbing pain/physical pain"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("lower back pain"), nausea ("nausea,"), fatigue ("fatigue/tiredness"), vaginal discharge ("vaginal discharge") and abdominal distension ("gastrointestinal or digestive system condition type: bloating/gassy"). On (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), skin disorder ("skin issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), feeling abnormal ("I have been feeling like crap"), headache ("headaches"), ovarian cyst ("there was a follicular cyst"), vaginal haemorrhage ("I had some very light bleeding for 2 days when I supposed to have my periods"), hot flush ("hot flashes"), adverse food reaction ("food aversions"), pollakiuria ("frequent urination "), erythema ("swelling and redness in my face"), swelling face ("swelling and redness in my face"), eructation ("burping"), menstrual disorder ("not normal cycle"), abdominal rigidity ("slightly swollen and hard stomach"), cough ("peeing when I cough too hard") and mood swings ("mood swings") and was found to have body temperature increased ("I've ran a hot temperature everyday/fever"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, retinopathy, suicidal ideation, pruritus allergic, cystitis, vaginal infection, anxiety, alopecia, feeling abnormal, headache, vaginal haemorrhage, hot flush, adverse food reaction, pollakiuria, body temperature increased, erythema, swelling face, eructation, menstrual disorder, abdominal rigidity, cough and mood swings outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, allergy to metals, urticaria contact, nausea, tooth disorder, dyspareunia, fatigue, vaginal discharge, abdominal distension, depression, skin disorder, bladder disorder, urinary tract disorder, perineal pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, adverse food reaction, allergy to metals, alopecia, anxiety, back pain, bladder disorder, body temperature increased, cough, cystitis, depression, dysmenorrhoea, dyspareunia, eructation, erythema, fallopian tube perforation, fatigue, feeling abnormal, headache, hot flush, menstrual disorder, mood swings, nausea, ovarian cyst, pelvic pain, perineal pain, pollakiuria, pruritus allergic, retinopathy, skin disorder, suicidal ideation, swelling face, tooth disorder, urinary tract disorder, urticaria contact, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2018: there is a left ovarian cyst measuring a 1.7 and appears simple. Bilateral essure coil are noted. Concerning the injuries reported in this case the following events were reported via medical record: fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs and social media received- new event I have been feeling like crap, headaches, there was a follicular cyst, I had some very light bleeding for 2 days when I supposed to have my periods, hot flashes, food aversions, frequent urination, I've ran a hot temperature everyday/fever,swelling and redness in my face, burping, not normal cycle, slightly swollen and hard stomach, peeing when I cough too hard, mood swings were added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating the tubal muscularis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not ungergo essure conformation test". The patient's medical history included diabetes mellitus (type 1 diabetes), blood pressure high, psychosocial counseling, vaginal itching, difficulty sleeping, nausea, vomiting, diarrhea, frequency urinary, vaginitis, excessive thirst, seizure, bipolar disorder, inflammation, candida infection, discharge vaginal, pruritus genital, bleeding intermenstrual, vulval itching, suprapubic pain (suprapubic pain with intercourse.), dizziness, epilepsy, diplopia, asthma, arthralgia, pain in thoracic spine, giddiness, malaise, abnormal involuntary movements, chest pain, cervical pap smear abnormal, loop electrosurgical excision procedure and uterine rupture. Previously administered products included for an unreported indication: proventil, prozac, risperidone, simvastatin, necon, hydroxyzine, klonopin, lamictal and diovan. Concomitant products included insulin, insulin aspart (novolog), latanoprost and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: recurrent bladder infections"), vaginal infection ("vaginitis/recurrent vaginal infections") and tooth disorder ("dental problems,"). In (B)(6) 2016, the patient experienced retinopathy ("vision/eye problems, type: retinopathy"). In (B)(6) 2017, the patient experienced suicidal ideation ("psychological or psychiatric problems condition:suicidal ideation") and depression ("depression"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction : type: with nickel and randomly on my body"), pruritus allergic ("allergic or hypersensitivity reaction : type:itching when in contact with nickel and randomly on my body before essure removal"), urticaria contact ("allergic or hypersensitivity reaction : type: hives when in contact with nickel and randomly on my body before essure removal/face hived up") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced pelvic pain ("pain / pelvic cramping / severe stabbing pain/physical pain"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("lower back pain"), nausea ("nausea,"), fatigue ("fatigue/tiredness"), vaginal discharge ("vaginal discharge") and abdominal distension ("gastrointestinal or digestive system condition type: bloating/gassy"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), skin disorder ("skin issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), feeling abnormal ("I have been feeling like crap"), headache ("headaches"), ovarian cyst ("there was a follicular cyst"), vaginal haemorrhage ("I had some very light bleeding for 2 days when I supposed to have my periods"), hot flush ("hot flashes"), food aversion ("food aversions"), pollakiuria ("frequent urination "), pyrexia ("I've ran a hot temperature everyday/fever"), erythema ("swelling and redness in my face"), swelling face ("swelling and redness in my face"), eructation ("burping"), menstrual disorder ("not normal cycle"), abdominal rigidity ("slightly swollen and hard stomach"), cough ("peeing when I cough too hard") and mood swings ("mood swings"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, retinopathy, suicidal ideation, pruritus allergic, cystitis, vaginal infection, anxiety, alopecia, feeling abnormal, headache, vaginal haemorrhage, hot flush, food aversion, pollakiuria, pyrexia, erythema, swelling face, eructation, menstrual disorder, abdominal rigidity, cough and mood swings outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, allergy to metals, urticaria contact, nausea, tooth disorder, dyspareunia, fatigue, vaginal discharge, abdominal distension, depression, skin disorder, bladder disorder, urinary tract disorder, perineal pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cough, cystitis, depression, dysmenorrhoea, dyspareunia, eructation, erythema, fallopian tube perforation, fatigue, feeling abnormal, food aversion, headache, hot flush, menstrual disorder, mood swings, nausea, ovarian cyst, pelvic pain, perineal pain, pollakiuria, pruritus allergic, pyrexia, retinopathy, skin disorder, suicidal ideation, swelling face, tooth disorder, urinary tract disorder, urticaria contact, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: there is a left ovarian cyst measuring a 1.7 and appears simple. Bilateral essure coil are noted. Concerning the injuries reported in this case the following events were reported via medical record: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" food aversions" was recoded to llt " food aversion" (previously reported as adverse food reaction). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating the tubal muscularis'), retinopathy ('vision/eye problems, type: retinopathy') and suicidal ideation ('psychological or psychiatric problems condition:suicidal ideation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not ungergo essure conformation test". The patient's medical history included diabetes mellitus (type 1 diabetes), blood pressure high, psychosocial counseling, vaginal itching, difficulty sleeping, nausea, vomiting, diarrhea, frequency urinary, vaginitis, excessive thirst, seizure, bipolar disorder, inflammation, candida infection, discharge vaginal, pruritus genital, bleeding intermenstrual, vulval itching, suprapubic pain (suprapubic pain with intercourse.), dizziness, epilepsy, diplopia, asthma, arthralgia, pain in thoracic spine, giddiness, malaise, abnormal involuntary movements, chest pain, cervical pap smear abnormal, loop electrosurgical excision procedure and uterine rupture. Previously administered products included for an unreported indication: necon. Concomitant products included insulin, insulin aspart (novolog), latanoprost and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: recurrent bladder infections"), vaginal infection ("vaginitis/recurrent vaginal infections") and tooth disorder ("dental problems,"). In (B)(6) 2016, the patient experienced retinopathy (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("depression"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction : type: with nickel and randomly on my body"), pruritus allergic ("allergic or hypersensitivity reaction : type:itching when in contact with nickel and randomly on my body before essure removal"), urticaria contact ("allergic or hypersensitivity reaction : type: hives when in contact with nickel and randomly on my body before essure removal") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced pelvic pain ("pain / pelvic cramping / severe stabbing pain"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("lower back pain"), nausea ("nausea,"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), skin disorder ("skin issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), perineal pain ("perineal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, retinopathy, suicidal ideation, pruritus allergic, urticaria contact, cystitis, vaginal infection, anxiety and alopecia outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, allergy to metals, nausea, tooth disorder, dyspareunia, fatigue, vaginal discharge, abdominal distension, depression, skin disorder, bladder disorder, urinary tract disorder, perineal pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, perineal pain, pruritus allergic, retinopathy, skin disorder, suicidal ideation, tooth disorder, urinary tract disorder, urticaria contact, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: there is a left ovarian cyst measuring a 1.7 and appears simple. Bilateral essure coil are noted. Concerning the injuries reported in this case the following events were reported via medical record: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: abdominal pain, perineal pain, bladder problems, urinary problems and plaintiff did not undergo essure conformation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating the tubal muscularis'), retinopathy ('vision/eye problems, type: retinopathy,') and suicidal ideation ('psychological or psychiatric problems condition:suicidal ideation') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus (type 1 diabetes), blood pressure high, psychosocial counseling, vaginal itching, difficulty sleeping, nausea, vomiting, diarrhea, frequency urinary, vaginitis, excessive thirst, seizure, bipolar disorder, inflammation, candida infection, discharge vaginal, genital itching male, bleeding intermenstrual, vulval itching, suprapubic pain (suprapubic pain with intercourse.), dizziness, epilepsy, diplopia, asthma, arthralgia, pain in thoracic spine, giddiness, malaise, abnormal involuntary movements, chest pain, cervical pap smear abnormal, loop electrosurgical excision procedure and uterine rupture. Previously administered products included for an unreported indication: necon. Concomitant products included insulin, insulin aspart (novolog), latanoprost and lisinopril. In (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: recurrent bladder infections"), vaginal infection ("vaginitis,") and tooth disorder ("dental problems,"). In (B)(6) 2016, the patient experienced retinopathy (seriousness criterion medically significant). In march 2017, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("depression"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction : type: with nickel and randomly on my body"), pruritus ("allergic or hypersensitivity reaction : type:itching when in contact with nickel and randomly on my body before essure removal"), urticaria ("allergic or hypersensitivity reaction : type: hives when in contact with nickel and randomly on my body before essure removal") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced pelvic pain ("pain / pelvic cramping / severe stabbing pain"), dysmenorrhoea ("dysmenorrhea (cramping"), back pain ("lower back pain"), nausea ("nausea,"), fatigue ("fatigue"), the first episode of vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and skin disorder ("skin issues"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, retinopathy, suicidal ideation, pelvic pain, dysmenorrhoea, back pain, allergy to metals, pruritus, urticaria, cystitis, vaginal infection, anxiety, tooth disorder, dyspareunia, fatigue, abdominal distension and alopecia outcome was unknown and the nausea, depression and skin disorder had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, pruritus, retinopathy, skin disorder, suicidal ideation, tooth disorder, urticaria, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: there is a left ovarian cyst measuring a 1.7 and appears simple. Bilateral essure coil are noted. Concerning the injuries reported in this case the following events were reported via medical record: fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: medical record received. New reporter added. Event perforating the tubal muscular replaced injury. Category of the case changed to incident. Medical history, concomitant drugs and lab data were added. On 22-oct-2019: follow up 2 and 3 processed together. Plaintiff fact sheet received. New events vision/eye problems, type: retinopathy, allergic or hypersensitivity reaction : type: hives, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: suicidal ideation, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, vaginal discharge, gastrointestinal or digestive system condition type: bloating, nickel allergy and hair loss were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.